Manufacturer narrative:
Sections not provided. Customer will be contacted.

Event description:
As per complaint (B)(4) after a clinical procedure a dental implant displayed a failure of osseointegration and the dental implant was explanted.